Event description:
The account alleged that the pt position module alarm was not functioning. No pt impact.

Manufacturer narrative:
The technician replaced the pt position sensors to resolve the issue.